Event description:
The patient contacted animas on (B)(6) 2012 reporting that the up, down and ok buttons were not responding as they should and required multiple presses to elicit a response. The patient denied any trauma or moisture to the pump. The patient reportedly wore the pump in a pocket and cleans the pump with a damp paper towel and soap. There is no reported adverse event with this complaint. There is no reported adverse event with this complaint. This report is made based on the allegation of the keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): the keypad was found to be fully intact; no peeling or damage was observed. During testing, all keypad buttons were intermittently responsive and required multiple presses to engage. During investigation, evidence of contamination was found under all key contacts.